Event description:
Instrument broke during surgery. The surgeon was able to use another trial insert for the broken cr trial.

Event description:
Instrument broke during surgery. The surgeon was able to use another trial insert for the broken cr trial.

Manufacturer narrative:
The patient is (B)(6). An event regarding a fractured triathlon standard insert trial was reported. The event was confirmed. Inspection indicated the device fractured in an overload condition. Device history review indicated all devices accepted into final stock conformed to specification. Complaint history review indicated there has been similar reported events for this lot ID. The investigation concluded the reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.